Event description:
Dr using tlc75 during rt hemicolectomy. Initial device was fired. Reload was placed in device. It was noted at this time that almost half of the staples had fallen out of the device, before it was used on the pt. Kept the device which malfunctioned. New device was given to surgeon. Boxes were retrieved. It is unclear which lot # goes with this device so both lot #s are given. The lot #s of the reloads are given as well. It is not known which reload had the staples fall out of it.